Event description:
The customer contact reported air in the tubing set. The tubing set was connected to a power injector and was being used to deliver an unspecified contrast media during a CT scan. After an unspecified length of time in use, the customer contact reported that air was detected in an unspecified "abdominal vein" of the patient in the CT image. The customer contact indicated that 1.0ml of air was delivered to the patient. The patient was placed on his left side, was given 100% oxygen via a mask and was monitored for 4 hours. The patient was then discharged home. There were no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the device was discarded.